Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 7/12/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. The lens was observed with a scratch from the edge through the optic. No additional damage was observed. This condition could be related to the explant process. The miq result was reviewed and the diopter measure was within the specification. The customer's reported event could not be confirmed in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaint for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zcb00 23.0 diopter was explanted due to a mechanical complication. No further information was provided.